Event description:
It was reported that during implant attempt of the lv (left ventricular) lead, the patient had a big posterio/lateral vein with a hazy section in the mid-section of the branch. After much work in the branch (ballooning, suctioning clot), the fourth pole of the lv lead was still located in the main cs (coronary sinus). The lead was not used and another lead was successfully implanted. During implant attempt of the atrial lead, the patient was noted to have a large right atrium. After many attempts to attain adequate p-waves, the physician opted to go with another lead model placed in a new location. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the distal lv (low voltage) electrode of the lead was covered in blood; full lead returned and analyzed.